Event description:
It was reported by service report that the head end right side rail timing link was broken and the side rail could not be locked in the upright position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.